Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 28 mm synergy ii drug-eluting stent was advanced but failed to cross the lesion and the stent strut protruded. No patient complications were reported.